Event description:
Dealer alleges the upright tubes broke on a ta4 wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.